Event description:
The customer reported that an 840 ventilator had a blank screen. Pt involvement is unk. Multiple attempts to customer have been made with no customer response. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) pcb, and backlight pcb. The unit passed extended self-testing.